Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch:a000053924. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. Reportedly, patient¿s one of the leads had migrated. As such, surgical intervention took place on (B)(6) 2023 wherein the lead was explanted and replaced with a new lead addressing the issue. Therapy was restored post op. Investigation was unable to determine which of the leads migrated.